Event description:
Hill-rom received a report from a hill-rom technician stating the left siderail is not latching. The bed was located at the account int he basement. There was no patient/user reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail would not latch due to the end tube was broken in half. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced end tube and 2 rivet ratchets to resolve the issue. Based on this information, no further action is required.